Manufacturer narrative:
The lot number was not disclosed, therefore a review of the device history record, retained sample or available stock of the finished good lot could not be performed. No samples or photos were provided by the end user. Without receiving the pertinent lot code details, sterile samples from the same lot to needle pull test, photographs of the detached needle/suture or receiving detailed information regarding the tools utilized to grasp the device, preoperative preparation of the device, procedure performed or the surgeon's technique, a definitive root cause for the attachment failure can not be determined at this time. A possible root cause for a needle detaching from the suture during use could be that the suture was not placed deep enough within the needle hole during the manufacturing process. It's also possible the device is being grasped on the swaged area, damaging the suture, allowing the needle to pull free from the suture.

Event description:
During a hysterectomy under endoscope operation, the needle was detached when suturing the broken end of the tissue. It took additional time to find the needle which prolonged operation time. The needle was located and surgery completed without further incident.